Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (myocarditis, patient outcome), and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be confirmed through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired due to myocarditis. No additional information was provided. Privacy laws prohibited the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.